Event description:
MFR received a report of a pt death resulting from an incident where the pt was found with her head between the bedrail and the mattress. The bedrail allegedly would not latch in the up position. Evaluation by the MFR has not yet been permitted.